Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted. Surgeon stated the hemorrhage was small in nature and that no further action would need to be taken on it. Both ablations were successful and accurate.

Event description:
Case was placing two monteris laser fibers for ablation following an seeg case for the patient. After the first fiber was placed, it was noted on the MRI that there was a hemorrhage. This was not in fact due to the laser fiber, but actually due to the previous seeg case, two days before. Surgeon had not seen it until this point. It was noted that it was either related to trajectory 'lpc 2' or 'rc', more likely lpc 2. The electrodes were very accurate from the case. Surgeon stated that he did not believe any fault should be attributed to rosa.

Manufacturer narrative:
Technical investigation concluded that neither during the laser fiber ablation or the seeg the device had a failure. According to the complaint description, the surgeon confirmed that rosa device was not responsible for the hemorrhage. It is concluded that the hemorrhage was due to patient anatomy or another external factor. Corrected data: date of this report, additional device information, date received by manufacturer , if follow-up, what type, device evaluated by manufacturer, evaluation code.